Event description:
Information received regarding the explanted device notes that after replacing the ventricular lead and the device was placed back in the pocket, it could not be interrogated. Upon removal from the pocket, the device could be interro- gated, but was found to be in back-up mode. A new device was placed. The patient was "ok" and recovering.